Event description:
Procedure performed: colectomy. Event description: the tip of the trocar has cracked. No fragments were missing when it was removed. Patient status: the patient is fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the complainant¿s experience of a damaged cannula with no missing fragments. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: colectomy. Event description: the tip of the trocar has cracked. No fragments were missing when it was removed. Patient status: the patient is fine.